Manufacturer narrative:
(B)(4). This complaint for a report of a user error was not confirmed. Per the complaint information, the cause of the complaint is use error. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center reporting that he had attached a bag to the final line; then disconnected it to change it out for another during setup on the homechoice (hc) system. The technical service representative (tsr) explained to the home patient (hp) that the supplies were compromised and that the hp would need to start over with new supplies or risk infection. The hp understood the explanation and would start over with new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the nurse regarding the use error, it was revealed that the issue was resolved, and that the hp is continuing therapy. Per nurse, hp is very well aware of the proper procedures. The nurse confirmed that the hp did not have any injury or harm as a result of this incident. No further information was provided.